Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the pump had been exposed to water for 1-2 minutes, an alarm 20 and 30 occurred. Customer dried supplies and after reloading cartridge, the alarm reoccurred. Customer's blood glucose was 420 mg/dl. Customer reverted to an alternate pump for insulin therapy.